Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a post-operative wound infection. Treatment was administered (type and duration not reported).